Manufacturer narrative:
Novocure's medical opinion is that the contribution of device use to the rib injury and neck pain cannot be ruled out. Chest injury was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 3 reports of chest injury in the commercial program to date. All of them were unrelated to device use. Neck pain is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 58-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient reported to novocure that on (B)(6) 2025; while walking fast past a door, the array cords became entangled on a doorknob, causing her to be pulled backward. The patient subsequently experienced neck pain, described as a whiplash-like sensation. Following the incident, she sought chiropractic care, during which it was noted that two of her ribs had become displaced. Attempts to contact the prescribing physician for further details were made, but no response was received.